Event description:
The company sales representative was notified by the facility that during an (B)(6) 2014, mets total femur replacement implant procedure, the axle did not fit with the tibial component. A different axle was used and the surgery was completed successfully.

Manufacturer narrative:
The sale representative contacted the facility to request device and patient specific information. This information has not been provided to date. The facility reported that the axle component would be returned to the company for evaluation when they returned the reusable instrumentation kit. However, the axle was not returned with the instrumentation. The facility was contacted by the sales representative to follow up the return of the component. There have been no similar complaints reported in the past 24 months. If the axle is subsequently returned, or additional information is provided by the facility, a supplemental report will be filed.